Manufacturer narrative:
From returned photos, no abnormality was observed on scale line printing. Review the DHR and no abnormality detected during production run of the reported batch. Below are the current controls in place at assembly process: qa outgoing 3 hourly visual inspection for barrel scale printing. In-process 2 hourly visual inspection for barrel scale printing. However, there is no sample returned for further analysis. Root cause could not be determined. If the sample are received in the future, the complaint will be re-opened and re-investigated.

Event description:
The number and scale looks blur and smeared.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll bns printing smear on the syringe. The number and scale looks blur and smeared.